Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that during or after priming a patient's medication, nurses observed leakage caused by a broken tube. In most cases, the tubing either snapped while inserted in the alaris pump or the ends of the tubing were found to be cracked.